Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the device involved with this complaint and completed the device evaluation. Failure analysis investigations found instrument yaw pulley to be broken and missing a .158 x .068 piece opposite of the conductor break. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The broken piece did not get returned with the instrument. Failure analysis concluded that the known common cause of this failure is likely due to mishandling/ misuse. Additional observation not reported by site was that the entire main tube exhibited degradation and scratches, which was likely due to improper cleaning. No other damage was found. The customer reported event was initially reportable, however; failure analysis found that user error most likely contributed to the failure of the device. Based on this review, this MDR report is being retracted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to following conclusions: a piece of plastic cover near the tip of the fenestrated bipolar forceps instrument fell inside the patient and was retrieved laparoscopically during same procedure. There were no reports of any adverse event, patient harm or injury.

Event description:
It was reported that during a da vinci hysterectomy procedure, a piece of plastic cover near the tip of the fenestrated bipolar forceps instrument fell inside the patient and was retrieved. There was no allegation of harm or injury to a patient. On (B)(6) 2015, intuitive surgical, inc. (Isi) obtained following additional information regarding the reported event: according to the customer, the patient had recovered the procedure well and the fragment was retrieved laparoscopically. No additional surgical procedures or post-operative tests were required or performed. The patient has not returned to the hospital due to experiencing post-surgical complications. The surgeon was coagulating when the piece of plastic cover near the tip broke and fell into the patient. According to the customer, the surgeon is not sure what caused the part to break and fall into the patient. The instrument was not inspected prior to use. Customer is not sure how long the instrument was in use before it broke but it worked for some time before fragment fell off. The instrument did not make contact with any other instruments during procedure.